Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. The tamper seal was removed/broken on plunger head, but not on the case. No external damage was observed. Invalid syringe size and plunger not in place alarms were found during event history log review. The customer reported issue of invalid size was verified during inspection; the size was out of specification. The issue with the plunger not being in place was not verified; the flippers worked good with no problems during functional testing. The root cause of the reported issue was found to be an inoperable component; the cause of the inoperable component could not be determined during the evaluation. Actions were taken to mitigate the reported issue: size pot replaced as a preventative measure for syringe recognition issue and the plunger head parts were reset as a preventative measure for the plunger not in place message in the event history log. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the syringe size was not recognized and the plunger was not in place. No patient injury was reported.